Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra d4mc1vr01us-delsys/ expiration date: 28-may-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, dev rtn to MFR? No, device mfg date: 09-jan-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, it took three implant attempts in varying locations to get acceptable readings. Furthermore, on the third attempt, pull and hold testing showed two tines moving. The tether was pulled and flushed, then cut. Resistance was perceived on pulling of the tether, followed by leadless implantable pulse generator (ipg) dislodgement. The leadless ipg was successfully retrieved with the delivery system, removed from the patient and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: micra delsys d10: yes return date: (B)(6) 2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 product event summary: the partial delivery system was returned without the tether pin. Flat wire was found protruding from the delivery system outer shaft at 3.7 cm from the distal end of the delivery system. The delivery system tether was broken/cut/pulled apart at 8 cm from the end of the handle near the tether tube. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the delivery system. The analyst noted the tether was cut. Unable to test the deployment or articulation. The tether was removed from the delivery system without resistance or anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.